Manufacturer narrative:
(B)(4). B3: date of event - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s mother stated upon insertion of the sensor, the site bled for several minutes. On (B)(6) 2020, the sensor was removed and the mother noticed infection with inflammation and pus at the puncture site. They had a video appointment with the patient¿s general practitioner and she was treated with flucloxacillin antibiotic and fully recovered. No additional patient or event information is available.